Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated an alert for consecutive stalled motor after a device restart, which was verified in the device history, and the device was replaced; the patient was instructed to use backup therapy until receipt of the replacement, and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no change in blood glucose, no medical intervention beyond device replacement, and no hospitalization. Investigation included review of device history and verification of the alert, with arrangements for device return and data synchronization prior to shutdown. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.